Event description:
A customer reported receiving an error 663 message on the display on their precision xtra blood glucose meter. They additionally reported that the date and time were set incorrectly in their meter, and also reported to be a user of the precision link data management system. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa21dec2006 letter.